Event description:
Rep stated that upon opening the box for the cup, the wrong implant was inside the box. Rep stated that a 56 mulithole was inside rather than a sector.

Manufacturer narrative:
Examination of the returned device and product packaging confirms the reported problem. The root cause is attributed to human error within the manufacturing process. Only two pieces were affected and the device not returned against this report was quarantined through hold order (B)(4). It was located in depuy international inventory and had not been distributed to an outside customer. (B)(4) has been established to address corrective actions as determined necessary. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.